Event description:
The customer reported that the 9800 system would not work in subtraction mode and the contrast could not be seen. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.